Manufacturer narrative:
The suspect device was returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a pediatric procedure, the device was found to be leaking fluid between the hub and the catheter connection, outside the patient's body. No patient injury to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. The evaluation is underway. A supplemental report will be submitted once the evaluation is complete.